Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation nor a control sample has been provided. Due to this, we cannot assess the individual product and are unable to establish a relationship between the reported complaint and the device or determine a root cause on this occasion. A review of the devices history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. The wound contact surface is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the silicone adhesive on the opsite film gentle remains in large amounts on the backing and not on the opsite film itself. This severely impairs durability and the bandage detaches from the skin at an early stage. No patient harm reported. The customer stopped using opsite gentle and then used opsite flexifix.

Event description:
It was reported that during treatment the silicone adhesive on the opsite film gentle remains in large amounts on the backing and not on the opsite film itself. This severely impairs durability and the bandage detaches from the skin at an early stage. No patient harm reported. The customer stopped using opsite gentle and then used opsite flexifix.